Event description:
It was reported that the drug being infused was fluorouracil. Programmed volume to be infused: 101 ml. Programmed rate: 2.2 ml. Volume delivered: 25.65 ml. Volume remaining: 73.6 ml. The amount of medication remaining in cassette did not match the reservoir volume displayed on pump because a lot of it leaked. They did not attempt to withdrawal the remaining medication in the reservoir to confirm because they knew the volume will not be accurate. The amount remaining should have been 73.6 ml remaining to be infused, however, it leaked so volume remaining in cassette would not have been accurate. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2. A cstd was used to fill the cassette. The pump was used to prime the extension tubing. There were any alarms during the infusion and the error was not resolved. The patient was medically affected because of the leakage of drug on the patient. They disconnected it themselves and put it in a bucket. There was a delay in treatment for 12 hours and then infusion was restarted with another pump. The patient did not receive the full dose as they had to have it disconnected before the clinic closed. This event occurred at the patient's home. They do not have any additional information at this time. The event occurred while in use with the patient. No patient harm/adverse event reported.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.